Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a post deployment hematoma after the use of angioseal device. The exact root cause for the alleged hematoma post deployment could be related to incorrect positioning of the device. It is likely that the vip device was not positioned properly due to the disease in the artery causing the hematoma. Also, it is unclear if it was device or plaque that led to the lower extremity numbness that was alleged. Multiple requests were sent for the angiogram images for additional case inputs, but none received. In the absence of specific details regarding the procedure, cause of the complications alleged, the relationship of the device to the reported event of death cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, unknown. D6b: explant date: unknown if the device was explanted. E3: occupation: risk manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5116311. The report description states: "the patient presented to the emergency department as a code stemi activation. The patient was taken to the cath lab for emergency coronary angiogram which revealed 100% occluded mid circumflex for which she underwent balloon angioplasty, she was also noted to have significant lad and rca stenosis. Given poor surgical target in the circumflex, stenting was performed in the circumflex, followed by stenting of 80% lad stenosis and 99% rca stenosis. Following revascularization, patient received angio-seal closure device but noted to have developing hematoma indicating closure device failure. Manual compression was applied, distal dpa pulse was doppler positive, patient was transferred to acu, and gradually started to complain of right lower extremity numbness. Arterial duplex was ordered stat which revealed very slow monophasic waveform in the right sfa. The patient was taken back for peripheral angiogram which revealed filling defect in the right common femoral artery suspicious for dissection, and the right sfa filling defect. The patient underwent balloon angioplasty, mechanical thrombectomy, but was also noted to have severe below the knee disease. Discussed with vascular surgery, who decided to take the patient to the operating room given her worsening symptoms. The patient underwent rle iliofemoral thromboendarterectomy and removal of intravascular foreign body. Heparin was stopped and patient was transferred to the ICU where she coded. Pulses restored. The patient coded again shortly thereafter, and the patient's husband changed her status to comfort measures and she passed." Additional information was received on 17apr2023: there was no allegation against the angio-seal device used, in regard to the patient's condition and death. The procedure sheath size used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient started developing a hematoma after deployment, and the blood loss was minimal, less than250cc.